Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed a damaged connector pin and found that no image was present due to failure of the video cable connector. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that the connector pin of the olympus, model cv-170, video system center was damaged and returned the device to olympus for repair. Upon inspection and testing of the returned device, it was determined that no image was present due to a failure of the video cable connector. This report is submitted due to the video cable connector failure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.